Event description:
Situation: damaged 10cc syringe found in sp 6-2 supplies. Background: rn removed 10cc syringe from package and discovered a crack in the barrel. Assessment: this is a repeated issue with 10cc syringes. Packaging and syringe saved for evaluation by materials. Recommendation: assess for other damaged syringes in this lot. [Redacted date] - sample retrieved; emailed mfg requested RMA/mailer. Manufacturer response for 10ml device, (brand not provided) (per site reporter) [redacted date] emailed mfg requested RMA/mailer.